Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel - diag. Post-essure"), mental disorder ("psych injury"), fatigue ("fatigue"), headache ("headaches"), hypothyroidism ("hypothyroidism"), lethargy ("lethargy"), feeling abnormal ("brain fog") and depression ("depression"). The patient was treated with surgery (essure removed, oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, allergy to metals, mental disorder, fatigue and headache outcome was unknown and the pelvic pain, abdominal pain, hypothyroidism, lethargy, feeling abnormal and depression had resolved. The reporter considered abdominal pain, allergy to metals, depression, fallopian tube perforation, fatigue, feeling abnormal, headache, hypothyroidism, lethargy, menorrhagia, mental disorder and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, fallopian tube perforation, hypothyroidism, lethargy, brain fog, depression, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case became incident. Event injury was replaced with events from pfs: fallopian tube perforation, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, fatigue, headaches, hypothyroidism, lethargy, brain fog, depression. Laboratory data was added. Essure removal date and procedure was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/migration of essure device location of device: almost through fallopian tubes') in an adult female patient who had essure (batch no. 740653) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, ovarian cyst and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain/pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergy: nickel - diag. Post-essure/nickel allergy"), mental disorder ("psych injury"), fatigue ("fatigue"), headache ("headaches"), autoimmune hypothyroidism ("hypothyroidism/autoimmune disorder type: hypothyroidism"), lethargy ("lethargy"), feeling abnormal ("brain fog"), depression ("depression/psychological or psychiatric problems: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("gastrointestinal or digestive system condition: ibs"), urinary tract infection ("infection urinary tract"), vulvovaginal mycotic infection ("vaginal yeast infection"), migraine ("migraines/headaches"), vertigo ("neurological conditions or problems type: vertigo"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, menorrhagia, mental disorder, headache, vaginal haemorrhage, irritable bowel syndrome, migraine, vaginal discharge and weight increased outcome was unknown, the pelvic pain, abdominal pain, allergy to metals, fatigue, autoimmune hypothyroidism, lethargy, feeling abnormal, depression, dysmenorrhoea, vertigo and abdominal pain lower had resolved and the female sexual dysfunction, dyspareunia, urinary tract infection and vulvovaginal mycotic infection was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune hypothyroidism, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, headache, irritable bowel syndrome, lethargy, menorrhagia, mental disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, fallopian tube perforation, hypothyroidism, lethargy, brain fog, depression, fatigue. Current weight: 205 lbs one trailing coil in the left side and two on the right diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: other. Imaging procedure - on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.